Event description:
Event details: we have recently changed the becton dickenson syringe that we use in production of our pharmapacks. We used bd3030 product 301229 (our code bd3030) we changed to product 301033 (our code flbd3030). We have concerns, our customer has brought to our attention that they are having issues with the ¿dose¿ levels being compared with the original supply using the bd3030 & the flbd3030 syringes. They are comparing the following batches: helapet batch number 26978 was using product 301033 (flbd3030), your supply was batch number 2332019 supplied to helapet on our purchase order (B)(4) on 20/03/2024. Helapet batch number 24650 was using product 301229 (bd3030), your supply was batch numbers 2104004 & (B)(6) supplied to helapet on our purchase order (B)(4) 16/08/2022. Additional information please note batch/serial numbers 2104004/(B)(6) refer to your product code (listed as your material code below) 301229. We received an email from our customer on 8th april 2025 by the same operator. Helapet do not have any of the bd syringes for batch/serial numbers used by our customer in their comparison. Our customer does not have any syringes for batch/serial number 214004/(B)(6). Surely the volume accuracy of the output bd syringes would have been crucial. This must be something that bd retain samples? Or you have a report you can provide me to show that both products/batches were tested by bd for accuracy? Incorrect dose levels could cause issue with overdose.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4) follow up. An issue was reported regarding inconsistencies in dose levels among syringes. To support the investigation, six photographs were submitted for evaluation by the quality team. The images depict plastic bags, each containing ten syringes labeled "helapet." Additionally, two documents titled "product reconciliation" are visible in the photographs, both signed off as satisfactory. The final image shows two syringes containing solution. No further information could be extracted from the photographs. A review of the device history record (DHR) was conducted for material number 301033, lot 2332019. The review found no quality issues during the production of this lot that could have contributed to the reported concern. There were no associated quality notifications, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the reported issue could not be confirmed.